Event description:
Pt received 4400 mg 5-fu over 2 hrs instead of 4 days due to 5-fu placement in wrong infusion pump for outpatient use. Error not noted during preparation or final check against md order and medication label. Pump should have been at 2ml/hr, 175 ml/hr used. Pt new infusion was for 4 days; pump empty in 2 hrs. Pharmacy review/revised on order entry/checking of chemotherapy to include 2 rph check. Pump MFR needs add'l labeling to clearly ID pump infusion rate.